Manufacturer narrative:
One sample and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that the sample show a severe scratch in the non-marking area of the barrel, extending from the top of the barrel down to the number four. Additionally, on the scale markings, specifically on the number two and its major grad line, less than 50% of the print was missing and the line remained visible, with only a portion affected, considered acceptable per product specifications. However, another scratch was noted in the barrel area where the intact bd logo and the word "plastipak" are located, significantly damaging the "plastipak" print. The condition observed does not conform to product specifications. The potential root cause for the damaged barrel and the missing print is associated with the assembly process. These conditions are occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4036507. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had a scale marking issue. The following information was provided by the initial reporter: short description the markings on the syringe have partially rubbed off and there is a clear scratch in the syringe the pharmacist found the defective syringe in the clean room at work. The markings on the syringe have partially rubbed off and there is a clear scratch/notch in the plastic on one side of the syringe, which means the "body" part of the syringe has been damaged during the manufacturing or packaging process. There was no damage to the outer packaging materials and the paper/plastic wrap looks completely normal. The batch number of the syringe in question is 4036507 and the last date of use is 31.1.2029. Attached are two photos. Since the price of a serious syringe is small, we do not require compensation for an unused syringe, but we thought it would be good to know about a possible deviation. When did the incident occur? Before use.